Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the physician deployed a 2.5 x 23 mm xience at the posterior descending artery (pda), and at the second inflation, the stent balloon burst at 16 atm; the device was withdrawn at once. Under intravascular ultra sound (ivus), the stent was well-apposed, so the physician didn't use another non-compliant balloon for post dilation. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - balloon ruptures can occur as a result of manufacturing (such as damage to the balloon from the stent or from damage to the balloon during the processing of the balloon material) or from use of the rx xience v. During use there can be an interaction with anatomy, previously implanted stents and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. Possibly the balloon may have been damaged during use from the mildly calcified lesion or previously implanted stent, which could have contributed to the reported balloon rupture. A conclusive cause could not be determined for the reported balloon rupture.